Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to perform displacement test due to physical damage to unit. Visual inspection shows no dust found inside the pump noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's back case was cracked. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.